Event description:
Report received of a tubing rupture during power injection. It was reported that 100-125ml of contrast media was being injected at 2.2ml per second through an unspecifed high pressure extension set that was connected to this extension set for an unspecified CT study. Reportedly, the extension set ruptured at the female adaptor to tubing connection. It was reported that enough contrast media had infused to complete the CT study. The customer reported that there were no adverse pt effects. Though requested, no additional info was provided.